Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm. The customer stated the device was not squirting insulin out during manual prime process. The device was not bumped or dropped prior to the alarm and the drive support cap was sticking out. The customer will discontinue to use the product.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.